Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 6/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: one power on reset event observed in history on (B)(6) 2016. Pump powers on to blank display: unable to investigate no power complaint due to blank display. Opened pump, display was cracked, but pump was fully functional when a test display was used.